Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation go auto device's sound abatement foam. The patient has alleged some black particles were found in the filter used with the device and the device made noise during operation. No serious patient harm or injury reported. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 09/10/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dream station go auto device's sound abatement foam. The patient has alleged some black particles were found in the filter used with the device and the device made noise during operation. No serious patient harm or injury reported. Repeated attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed. Box h was updated in this report.

Manufacturer narrative:
Additional information was received on aug 25, 2024, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation go auto device's sound abatement foam. The patient has alleged some black particles were found in the filter used with the device and the device made noise during operation. No serious patient harm or injury reported. The device was returned to a third-party service centre. The technician confirmed particles in the air path during the device evaluation. During the evaluation, complaint was not confirmed and there was visible no foam degradation. There was zero error code found. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.